Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on lcd window, cracked case at display window corners, belt clip slot and battery tube threads.

Event description:
It was reported that the insulin pump had physical damage. Customer's blood glucose was unknown. Customer stated the insulin pump had severely scratched screen. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.